Event description:
A distributor reported that a customer experienced a leak with 10 cartridges. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and it was noted that the device would not be returned.

Manufacturer narrative:
Corrected details: primary UDI number.